Event description:
The customer reported to beckman coulter, (bec), getting a drop of clear fluid from the coulter act diff 2 analyzer probe when running a sample. The customer indicated that the drop was present in the closed vial mode and in the open vial mode and this has been happening over the past 3 days and the total leaked volume was 2 ml, approximately. The leak was not contained within the instrument. There were no instrument errors associated with this event. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated in connection to this event. There was no death, injury or change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(6) 2013. The (fse) found excessive debris build-up on the probe rinse block area and on the probe tube pierce area caused by normal instrument operation over a long period of time. The fse cleaned all areas of debris build-up, resolving the issue. The cause of the leak was the excessive debris build-up. (B)(4).